Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage on the front panel. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that the screen of a facilities liberty select cycler went blank during a patient¿s peritoneal dialysis (pd) treatment. It was reported that a few power surges occurred and the cycler was able to resume and had power on the screen but now the screen is blank. When the screen is pressed a beeping sound can be heard but there is nothing on the screen. The cycler was rebooted two times and the cycler was unplugged from the wall outlet but the screen remained blank. The ok and stop buttons blink and light up but the screen remains blank. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the facility. Additional information requested but has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.